Event description:
It was reported that a spectrum iq infusion pump failed downstream occlusion test. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During functional testing, the reported problem "downstream occlusion fail" was unable to be reproduced due to a slide clamp alarm. A review of the event history log revealed multiple downstream occlusion alarms however the log cannot distinguish between true and false alarms. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was unable to be verified however the device will be required to pass all testing prior to return to the customer. Should additional relevant information become available, a supplemental report will be submitted.